Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by disconnecting the tubing from the site, filling it until drops appeared, and then reconnecting it to resume insulin delivery. Tandem technical support assisted the customer in completing a system check. Ultimately, the customer was advised to replace supplies and continue insulin therapy.